Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose. Customer's blood glucose level was 494 mg/dl. Customer treated their high blood glucose via manual injections. Customer declined to troubleshoot their high blood glucose levels.